Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
(B)(4).depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 02/21/2013 - medical records received. Patient was revised to address inflammation, cysts, osteolysis and course granular tissue. The information received does not change the MDR decision. This complaint was updated on: 03/05/2014.

Event description:
Litigation papers alleged on or about various dates starting on or about 2009 and thereafter, pt suffered the following personal and economic injur(ies) as a result of the implantation was the asr hip implant: pain, discomfort, soreness, and numbness, which negatively affects her ability to walk, move, or sleep and elevated metal levels.